Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device code - unknown. Expiration date - unknown. The PMA/510(k) number / manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
It was reported by the patient's legal counsel that the patient underwent an initial left hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2015 due to alleged pain. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2016-01113 / 02492 / 02493).

Event description:
It was reported by the patient's legal counsel that the patient underwent a left hip revision procedure approximately seven years post-implantation due to allegations of pain. It was further reported by patient's legal counsel that corrosion of the taper and an adverse tissue reaction were noted during the procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.